Event description:
While advancing the screw, there was a 'pop'. He removed the driver to find that the driver tip broke off in the head of the screw. Tried a couple of options to remove the screw. The head of the screw popped off and then we were able to remove the threaded portion.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned screw found the screw was in three separate parts. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the cortical fix screw disassembling cannot be determined from the sample and the information provided. A possible root cause is unexpected forces applied to the screw head during removal. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.